Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump in which the battery current seems to be inaccurate. This condition was found upon power up of the device in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the battery seems to be inaccurate was confirmed and duplicated by baxter service personnel. Quality engineering has reviewed all service information and determined the root cause of this condition to be the user interface module printed circuit board calibration being out of range. The user interface module printed circuit board was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.